Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. The implantable cardiac monitor implanted last month exhibited very low battery life. It was noted that the cold weather could have caused the diagnostic anomaly. It was also confirmed that the voltage was returning to normal. No patient symptoms were reported.